Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the pacing lead was damaged. The pacing lead was attempted/not used secondary to patient abnormal heart structure, and replaced. No patient complications have been reported as a result of this event.